Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. (B)(4). The exact reagent lot number is unknown but the customer stated that either lot 592855 or lot 592856 was in use at the time of the event. Reagent lot 592855 was manufactured on 04-29-2015 and expires on 04-30-2016. Reagent lot 592855 was manufactured on 06-15-2015 and expires on 06-15-2016. Service was not dispatched. The access toxo igg reagent was not returned for evaluation. The cause of this event could not be determined with the information currently supplied. (B)(4).

Event description:
The customer reported obtaining reactive igg antibodies to toxoplasma gondii (access toxo igg) results for one patient sample on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). Two subsequent draw from this same patient were tested on the same analyzer and generated non-reactive results. This report addresses the reactive access toxo igg result obtained for one sample on (B)(6) 2015. The reactive toxo igg result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a becton dickinson gel tube and was centrifuged at 2,200g (g-force) for fifteen (15) minutes at 20 degrees celsius. No issues with sample integrity were reported by the customer.